Manufacturer narrative:
No solution was identified during the provided service activity, and the system was returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that geometry issue with frontal stand not ready on a allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.